Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had recently undergone a pump exchange for hemolysis and pump thrombosis on (B)(6) 2015. On (B)(6) 2015, the patient experienced a head bleed and anticoagulation was discontinued. Upon discontinuing anticoagulation, the new pump clotted off. It was reported that clots form when anticoagulation is stopped for the patient and the patient experiences a head bleed when anticoagulation is administered. The patient was put on comfort care, with a do not resuscitate order. The patient coded and care was withdrawn on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 22 days. The patient's previous pump exchange was reported under MFR report # 2916596-2015-01283. A full evaluation of the device could not be conducted as the device was not explanted. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.